Event description:
A patient presented to the outpatient lab to give a clean-catch urine specimen. The staff provided the patient with a collection kit, which includes a packaged castile soap towlette. The patient returned to the desk shortly afterwards and gave the unused towlette to the staff. The patient discovered dark green colored areas along one edge of the folded towlette and reported that it looked like mold. The staff opened up another kit and experienced similar findings. In both cases, the kits were from the same lot/reference numbers and were completely sealed as were the towlette packages. There was no evidence of condensation inside the kits. The kits are stored in a humidity and temperature controlled area inside the department. Staff opened a third kit and towlette, which showed no similar mold appearing markings. The patient was provided a new kit with which to obtain a specimen. Staff are concerned that had the patient not brought this to their attention the results of the urine culture and sensitivity could have been affected if the substance was mold. It may have altered the medical treatment plan. Staff have not seen this in the past and have found no other instances of a mold like substance in the packaged towelettes. One towelette was saved, which we will return to the manufacturer if they would like to inspect/analyze it.